Manufacturer narrative:
(B)(4). The device is distributed outside the us and no gudid information exists. In the course of the investigation, it has been established that the hammock technique that was used for transferring the resident along with the experience of a ¿spasm¿ could contribute to the incident. The sling instructions for use guide caregivers through proper sling application when the patient is transferred from the bed. The instructions state to "cross the leg straps. Pull one strap through the other". In the complaint, the leg straps were not crossed, the staff had applied the sling using the "hammock" technique. In this technique the leg straps go under the resident's thighs. The resident slipped through the opening between the base of the sling and the leg straps. After the incident, the staff have been educated on how to apply the leg straps. In summary, the resident¿s slip out of sling occurred as a result of spasmodic movements and transfer technique selected, there was no product failure, the sling and lift meet their specifications. The sling was used for resident's transfer and therefore was involved in the reported event.

Event description:
It was reported that the resident slid through the opening at the base of a sling (model mlaas2000-l) in the middle of a transfer with a maxi move passive floor lift. The resident was transferred from the bed to the wheelchair when the incident occurred. The resident experience a ¿spasm¿ and then ¿folded/slumped¿ again, and that¿s when the resident began to slide through. The staff carefully guided the resident to the ground. The incident resulted in a minor abrasion to the head. The lift and the sling were not taken out of use after the incident and staff have continued to use it.